Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and user interface and the issue was resolved.

Event description:
It was reported that the unit's display was blank. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 07jun2019. Date of report: 10jun2019. A visual inspection of the touchscreen revealed no evidence of contamination or damage. During testing of the device, it was determined that the touchscreen's resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll ) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.